Event description:
The hcp reported that the device was explanted to "battery depletion". No pt symptoms were reported. A new device was implanted. The device was returned to the manufacturer for analysis.